Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) was unable to power on was confirmed during functional testing. The root cause was due to the defective processor board due to normal wear and tear for the life of the device. The autopulse platform is a reusable device and was manufactured in january 2014 and is more than 5 years old. Visual inspection was performed and found damaged top cover and the front enclosure as a result of user mishandling, unrelated to the reported complaint. To remedy the damage, the top cover and the front enclosure need to be replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The autopulse platform failed initial functional testing due to a defective processor board. The processor board was replaced to remedy the issue. Data archive could not be recovered for review due to the damage to the processor board. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during the shift check, the autopulse platform (sn (B)(4)) does not power on when the battery was used. In addition, the customer used multiple batteries for troubleshooting with the same results. No patient involvement.